Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: after the percutaneous coronary intervention (pci), when the locator/insertion sheath assembly was inserted into the right femoral artery, the assembly was kinked. When the insertion sheath was inserted into the artery, there was an interference. Therefore, the artery may have been calcified. The device was therefore replaced with another angio-seal device to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).